Manufacturer narrative:
Results of investigation: the device was returned to the carefusion failure analysis laboratory and an evaluation was performed. The "circuit occlusion" and "ext high ppeak" (extended high peak inspiratory pressure) alarms were duplicated during the failure analysis and the cause assigned to a defective insp pres (inspiratory pressure) transducer; the insp pres transducer exhibited a 132 a/d (analog to digital) count drift in its calibration and ambient pressure. This is a known issue that has been corrected per avea recall z-1609-2015.

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that their avea ventilator generated "circuit occlusion" alarms, causing the ventilator to shut down. The unit was in use on a patient when the problem occurred. There was no report of harm to the patient, associated with the event, received by carefusion.